Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the ht70 plus ventilator stopped ventilation and could not silence alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no harm.

Manufacturer narrative:
The ht70 ventilator was returned for failure investigation. The device was power cycled on and allowed to ventilate for 8 days. There were no errors generated during testing. The device alarms after shut down and was reset using the silence soft key. The event log files were downloaded and reviewed. The date for the ventilator was not accurate. The event logs were reviewed and there were no unusual activities observed. The battery pack was examined- no anomalies observed. The original power supply was not returned with the device. The device works as designed. Visual inspection (external): the external surface was inspected for cracks, chips, and broken handle- no anomalies observed. Visual inspection (internal): the pump manifold was inspected for obvious signs of wear and tear. The bearings rotate smoothly and the outer housing does not contain grease on the surface. The piston rods contain small amounts of debris (unknown) that is commonly seen on the ht70 and ht50 manifolds after some period of use. The pump manifold was found to be in good condition and functions without generating any errors. The reported event could not be duplicated. The device performed as expected with no malfunctions or product deficiencies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.